Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(6)) displayed "m ID:14" (bg power supply) error message was not confirmed during functional testing and during the review of the event log data. The reported m ID:14 error was not replicated during functional testing. During functional testing, the thermogard xp ivtm system failed due to m ID:09 (air trap assembly) and m ID:11 (post nvram) displayed upon power up, unrelated to the reported complaint. The root cause of m ID:09 was due to the coolant block connector was grounding out on the frame, likely attributed to normal wear and tear. To remedy this error, the coolant block was removed, and insulating tape was placed over the pcb connector to prevent it from shorting out. The thermogard xp ivtm system was manufactured in (B)(6) 2012 and is 9 years old, well past its service life of 5 years. In addition, the thermogard xp ivtm system failed due to m ID:11 (post nvram) displayed during functional testing. The root cause of m ID:11 was due to patient data log was full, likely attributed to user error (customer weren't deleting the patient data). To remedy m ID:11, the patient data file was deleted, and as precautionary measure, a dead li-ion coin battery from the display head was replaced. During visual inspection of the thermogard xp ivtm system, no physical damage was observed. During the review of the event log data files, no m ID:14 was observed, thus not confirming the reported complaint. In addition, and unrelated to the reported complaint, several m ID:18, m ID:16 and m ID:26 error messages were observed in the event log. The log file filled up and created these errors. The root cause of these errors was due to patient data log was full. The customer was trained to delete the patient data log to remedy this issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, the reported m ID:14 error message was not reproduced, and all readings were within the specified limits.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard ivtm system (serial # (B)(4)) displayed "m ID:14" (bg power supply) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.